Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 31) with multiple cartridges during basal delivery. The customer's blood glucose was in the high 200's mg/dl. The customer reverted to manual injections for alternate insulin therapy. Additionally, the customer's pump date and time were inaccurate due to customer not changing the settings.